Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that eight days post index procedure, the patient had a robotic distal pancreatectomy performed. During the procedure, the physician tore the peritoneal overlying the abdominal aortic aneurysm at the lower abdomen while inserting a blunt optiview trocar. The graft material was visible and the procedure was aborted. An emergent CT was done and revealed no issues. Forty-seven days post index procedure, the patient presented emergently with lost feeling in the legs. A CT revealed that the endurant ii 32x14x103 stent graft was completely occluded. The physician elected to perform bilateral fasciotomies and a thrombectomy of the endurant stent grafts. During the procedure the physician observed narrowing of the right common iliac artery and elected to implant an unknown stent. The physician also performed a right femoral endarterectomy. The occlusion event was resolved. Per the physician, the occlusion was the result of the trocar incident. Forty-eight days post index procedure, the patient received a sigmoidectomy. Forty-nine days post index procedure, the patient received a small bowel resection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.